Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The defective downstream occlusion (dso) sensor was identified during investigation. As a result, the dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed with a blank screen, as soon as the battery was put in the device. Per reporter, there was no patient involvement. Evaluation of the returned device identifies the defective dso sensor. This leads to interruption of therapy in use.